Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be determined what the foreign material was. It was unknown if reprocessing was performed according to the instructions for use (IFU). A definitive root cause cannot be determined. As to the reprocessing procedures of the subject device, we checked the contents written in the instruction manual and found the following chapters. The reported issue might be prevented by following these chapters. [Instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260]. ·chapter 6 compatible reprocessing methods. ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.